Event description:
The operating room (or) nurse opened the product and noticed the internal sterile pouch was rough; as if something scratched it. She did not know if the product was possibly punctured, so she used another unit that was fine. There was no pt contact or injury/death. The product was not implanted and there was no delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.